Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the down button did not respond from time to time and also didn't take response when priming has to go back. The customer¿s blood glucose level was unknown. The insulin pump had no delivery alert, screen scratches where customer has to tilt to read and also had rainbow effect. The customer stated that the gear was slower during priming. The insulin pump will not be returned for analysis.